Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the display and silence alarm buttons being unresponsive was confirmed via evaluation of the returned heartmate 3 system controller. The returned heartmate 3 system controller underwent preliminary testing. The system controller battery power gauge, display, and silence alarm buttons on the system controller user interface (ui) were intermittently responsive. Therefore, a self-test was unable to be performed, the system controller was unable to be put into sleep mode, different display screens were unable to be navigated through, and alarms were unable to be silenced. Several of the light emitting diodes (leds) on the ui were also not functioning as intended. The system controller was opened and inspected at a component level. No damage was observed. The ui printed circuit board assembly (pcba) was replaced with a known working ui pcba, resolving the button and led issues. The system controller then underwent functional testing and extended operation with the test ui pcba and was able to support the pump without issue. Further troubleshooting of the complaint ui pcba revealed the ui ribbon connector (j1) to be loose. The ui buttons being unresponsive and several of the leds to not functioning as intended was consistent with intermittent connection between the ui ribbon connector and the ui pcb. No other issues were found with the other components of the ui pcba. The root cause for the reported event was determined to be due to damage to the ribbon cable connector on the ui pcba; however, further root cause for the damage was unable to be conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. The heartmate 3 instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, provides instruction on how to use the battery power gauge, display, silence alarm buttons, as well as how to interpret the status of the system with the light emitting diodes (leds) on the user interface. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment including the system controller. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient could not get the display button on the system controller to work. The patient was not able to view any of their numbers or alarms. In clinic the staff created an alarm condition but where unable to see any information on the system controller. The system controller and modular cable were exchanged. Once the modular cable was disconnected from the controller, the controller was unable to be silenced until the backup battery was taken out.